Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not have stimulation, and his charger was unable to locate the ipg. A replacement charger was sent to the pt. Attempts to determine if the issue was resolved with the replacement were unsuccessful.